Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was unable to connect to the implant with both the recharger and programmer. The patient charged the recharger to 100% and noted she had not been using the implant in the last three months. Troubleshooting reviewed likely overdischarge. The patient mentioned that the battery only lasted about eight hours and took eight hours to charge. The patient had been reprogrammed in the past and the battery would last maybe two days and then she would have to charge for 12 hours. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient met with a manufacturer representative (rep) recently to restart the ins battery. The patient stated, "I hadn't used the unit in about 3 months because it got so tiresome charging. My battery would only last about a day, so it would charge for like 12 hours. So it was 12 hours charging, 12 hours not charging, so I turned the whole thing off. It had been several months, and when I wanted to try it again, that's when I tried to get ahold of this rep". The patient stated that since getting the ins battery restarted, they had been having a hard time charging and getting the error messages, adding that it takes 9-10 hours to charge the ins. No further complications were reported.